Manufacturer narrative:
Concomitant medical products: product ID: bi71000475, serial/lot #: none. Initial reporter occupation: radiation technician. A medtronic representative went to the site to perform a system checkout. The system interface cable was replaced and the system passed checkout. The concomitant product was discarded after it was replaced and therefore will not be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not connect. It was stuck in standalone mode. There was no patient involvement.